Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the distal attachment split lengthwise from top to bottom and fell off from the gastroscope. And into the patient's esophagus, during a therapeutic peroral endoscopic myotomy. The device was retrieved using biopsy forceps. And the procedure was completed successfully using another distal attachment with a 5-minute delay. Tape was not used to secure the distal attachment to the scope, as per the instructions for use. The device was inspected, prior to use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The subject device was evaluated by olympus, and the product was torn vertically and broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, an excessive load was likely applied to the subject device when the endoscope was inserted into the patient¿s body. As a result, the device was split lengthwise. However, the root cause could not be identified. Moreover, medical tape was not used for securing the device. Therefore, it is likely that the device was not firmly secured to the endoscope. This may have caused the device to fall off and into the patient¿s body. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿be sure to wipe away any excess lubricant before mounting the instrument and secure the instrument firmly using medical tape with sufficient elasticity. If the instrument is not firmly secured, it could come off inside the body cavity during use and cause patient injury, such as mucous membrane damage.¿ this supplemental report includes an update to d9, d10, and h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.